Event description:
Complainant alleged that during routine shift check by a clinician, the device displayed "cannot dump," "status 66," and "status 105" messages. Complainant indicated that there was no patient involvement in the reported malfunction.